Event description:
It was reported that the patient "developed overgrown bone, experienced significanficant paint and suffered other serious injuries."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Review of radiographic imaging studies found as follows: (B)(6) 2007 CT scan lumbar: bony windows show wide decompression from l3 to s1 without interbody fusion, grafts or spacer. Incomplete posterolateral bone fusion noted lateral to screws and rods. Screw position is very good. (B)(6) 2007 ap and lateral lumbar: films show instrumentation l3 to s1 skipping l5. Wide decompression is noted from l3 to s1. (B)(6) 2007 CT lumbar: CT scan of lumbar spine with axial soft tissue and bony windows along with coronal and sagittal reconstructions, shows a major laminectomy and decompression from l3 to s1 with pedicle screws spanning l3, l4, skipping l5 and ending into s1. Spondylolisthesis remains at l4, but stenosis has been relieved. (B)(6) 2006 MRI lumbar: sagittal views demonstrate desiccation at l4 with spondylolisthesis (degenerative type). Considerable facet enlargement is also seen most pronounced at l4/5. Axial views demonstrate severe stenosis at l4 with facet effusions and synovial cysts which aggravate central and foraminal stenosis. (B)(6) 2006 ap and lateral lumbar x-rays: ap and lateral lumbar films show normal lordosis with preservation of disc height. Slight grade one spondylolisthesis is noted at l4/5. Moderate degenerative facet arthrosis is noted at multiple levels. (B)(6) 2012 MRI lumbar: sagittal t2 shows grade two spondylolisthesis at l5/s1 with significant degenerative collapse of l5 with approximately 50% of the inferior body of l5 eroded. Foraminal stenosis at l5/s1 noted bilaterally. Dorsal fluid filled cyst noted midline, posterior to dural sack at about l5/s1. Mild central stenosis persists at l5/s1 level as well as the foramina. (B)(6) 2012 cr lumbar spine ap and lateral films: ap and lateral x-rays show continued decompression, posterolateral fusion and spon dylolisthesis. No appreciable change can be seen since 2010. (B)(6) 2010 lumbar ap and lateral lumbar films: ap films verifies wide decompression from l3/4 interspace to the sacrum. Posterolateral fusion is noted although solidity cannot be verified. Lateral view shows grade two spondylolisthesis without interbody device support. High grade degeneration is noted at this level. (B)(6) 2009 CT lumbar spine without contrast: evidence of previous posterolateral fusion across l5/s1, l4/5 and l3/4 with pedicle screws. Instrumentation as been removed. Moderate facet arthritis across lumbar spine. Mild spondylolisthesis noted at l5/s1.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with mid back pain extending into the hips. She has difficulty walking because of muscle spasms in the buttocks and thighs. Her feet are cold. An MRI indicated ''l4-5 anterior subluxation of 15% associated with advanced degenerative facet changes which are hypertrophied, creating a central canal stenosis of moderate character in association with a pseudodisc herniation ventrally.'' The patient underwent bilateral laminectomy at l3-l4, bilateral foraminotomies l2-3, l3-4 and l4-5, and posterior and lateral mass fusion l3-s1 using pedicle screw fixation, autogenous bone, autologous bone, and rhbmp-2/acs. Per the operative notes, ''no attempt was made to reduce the spondylolisthesis'' gelfoam was placed over the exposed thecal sac and exiting roots to prevent entry of bone morphogenetic protein, bmp was rehydrated according to supplier's instructions and placed along the decorticated bone of the lateral masses from l3 through s1 on both sides and within the remaining facet joint spaces. No complications were noted. At 155 days post-op, the patient presented with intractable pain the lower back and radiation to the left hip. A CT scan was interpreted as follows: ''pedicle screws in place at l3, l4 and s1. There are posterior stabilizing rods in this area. There is anterior subluxation of l4 on l5 which has increased since the last exam. It measures approximately 0.8cm at its maximal amount on this exam. There has been development of a radiolucency surrounding the pedicle screws at s1 suggesting some element of loosening of the pedicle screws. There is some soft tissue density in the areas of previous surgery which probably represents surgical scar.'' At 443 days post-op, the patient presented for a follow up visit. Per the physician's notes, the patient ''had problems almost immediately after the surgery. She has complained of back and leg pain since that time. She has basically been debilitated ... She ambulates with a wide based gait, but she has actually presented in a wheelchair... She complains of pain across her back with some mild swelling inferior to the incision although the incision itself seems to have healed readily. She is nonmyelopathic. She has a bit of giveaway weakness of her dorsiflexion bilaterally. She has a positive straight leg raise on the left. Review of imaging studies ''demonstrate evidence of a grade 2 spondylolithesis of l4 on l5 with some sclerotic material in the disc space. There is instrumentation from l3 to the sacrum noted. There seems to be halo around the screws at each level very prominent around the screws in the sacrum. There is a probable nonunion of the interbody space at l4-5 noted as well.'' Emg/nerve conduction study revealed ''evidence of a right l5 radiculopathy and a left l5-s1 radiculopathy.'' Per the physician's notes, ''she will need a brace and bone growth stimulator as she will need an attempted revision of the fusion. I would not attempt to reinstrument her at this point given the quality of her bone. I think this would be a futile effort. Hopefully with the brace and the revision fusion she will have enough stability and scar tissue formation to hold her intact.'' At 493 days post-op, the patient underwent a revision surgery to treat ''previous l3 to s1 fusion with pseudoarthrosis.'' Per the operative notes, ''we skeletonized the hardware and the cross connector, removed the cross connector and then removing the locking nuts from the pedicle screws. The screws were loose, although there was shallow bone around them. We had to drill the shallow bone off of the screw heads. We then removed the rods themselves ''the screws in the sacrum were quite loose. They were loose but not extremely loose at l3 and l4. We then began skeletonizing and exploring the fusion. There were very noticeable gaps, although there was a fibrous union. There was no gross instability. We elected to go ahead and refuse the entire area with op1 using actifuse. We decorticated across the entire fusion mass and the proximal pedicle screw tracks. We then packed our graft down in this area.'' No complications were noted. 48 days post-op, the patient presented for follow-up. Per the physician's notes, ''she was initially very well pleased with her surgery. She had significant right thigh and low back pain reduction. She did not have any numbness, tingling, or paresthesias to her lower extremities on her postop visit. Now she is complaining of severe low back pain radiating into her left hip and leg all the way down to her lateral malleolus ... She is having severe muscle spasms in her left gluteal area ... Recommends doing a CT guided aspiration for postop fluid that showed up on an MRI of her lumbar spine.'' MRI of the lumbar spine was interpreted as follows: ''at l4-5 marked disc space narrowing with anterolisthesis of l4 upon l5 that is unchanged from CT scan ... Fluid collection in the immediate subcu. Fat and also just posterior to the laminectomy defect at the l3-4 and l4-5 levels most consistent with postop seromas.'' At 118 days post-op, the patient presented for followup. Per the physician's notes, the patient ''cannot get out of the wheelchair or bed or chair at home secondary to her left leg pain. Her right leg pain is tolerable. She has undergone aspiration.'' Review of imaging studies was done, ''available for review includes the MRI scan performed on her last visit. The films demonstrate evidence of moderate stenosis residual at l4-5 secondary to the anterolisthesis.'' The patient ''seems to be symptomatic primarily from the l4-5 stenosis that is residual after her multiple operations.'' At 180 days post-op, the patient underwent an l4-5 left revision hemilaminectomy, foraminotomy and medial osteotomy with interbody fus ion with op-1 use with machined cervical graft use with posterolateral fusion with exploration of the previous fusion. Per the op notes, the patient ''still has evidence of what appears to be a guillotine effect on the left l4-5 nerve root facilitating need for additional surgery'' the l5 nerve root was completely encased in scar and around the slippage. We had to perform actually an osteotomy of the lateral posterior aspect of the vertebrae to free up the nerve itself. At this point in the listheses l4-5 disc space. We performed a radical discectomy using the curettes and the pituitary. We then trialed out a 6mm interbody space posteriorly. We packed the disc space of op-1 followed by 6mm cervical graft that was cut in half. We used both pieces. Once both these were countersunk, we then went ahead and inspected the decompression. This was a very difficult decompression secondary to all the scar tissue from the previous surgery and patient was also fairly sizable. There is a case took us in time twice the normal length for this operation. We then went and decorticated along the posterior border along the previous fusion margins. We then packed op-1 and some allograft bone.'' At 64 days post-op, the patient presented for follow up. Per the physician's notes, the patient ''actually was doing well until she tried to get out of the tub. She had a pop in her left paraspinous area and then had pain down the left leg primarily in the anterior thigh after that. ... CT scan ... . Reveal evidence of the erosive changes which are stable with the listhesis of l4 on l5. ... [Patient] has a failed back. In addition, she probably has sacroilitis at this point on the left in addition to possibly some hip problems.'' At 140 days post-op, the patient presented with intractable back pain, leg pain, numbness, burning and hurting. Lortab, mobic and lyrica were prescribed. At 524 days post-op, the patient presented for an office visit with pain in both legs as well as low back pain and significant lower extremity paresthesias. The patient also is wearing a brace to treat her discomfort. The physician reviewed x-rays which was interpreted as follows: ''worsening spondylosis at c4-5 with severe degenerative disc disease at 4-5 and to a lesser degree at l5-s1 with dystrophic fusion mass and listhesis.'' Per the physician's notes, ''it is unlikely at this point that any further surgery is likely to make her better ... I think chronic narcotic use is probably the best way to deal with her pain, which I suspect is severe based on her imaging. A spinal cord stimulator trial could be considered for her leg discomfort, but it appears to me from talking to her today that her back is the primary source of her pain.''